Event description:
It was reported that this right ventricular (rv) lead that had been implanted for more than a decade showed high, out of range pacing impedance. The rv lead was surgically abandoned and the device was explanted due to normal battery depletion. A new device was implanted with a new rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.